Manufacturer narrative:
The investigation determined that a discordant(B)(6) result was obtained from a negative vitros qc fluid when using vitros anti-hav total reagent with a vitros 3600 immunodiagnostic system. The most likely assignable cause for the event is a sample mix up, as the customer has stated they suspect a sample mix up, but could not confirmed it categorically happened. Repeat testing performed on the same qc fluid produced two negative results that were concurrent with a (B)(6) result expected for the qc fluid. There was no evidence that the vitros 3600 system or vitros anti-hav malfunctioned.

Event description:
A customer obtained a discordant (B)(6) result from a negative vitros qc fluid when using vitros anti-hav total reagent with a vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant vitros (B)(6) total results were from a non-patient fluid. There is no allegation of patient harm as a result of this event. (B)(4).